Event description:
Additional information was received that the high out of range impedance measurements continue to be an ongoing issue. The cause of oor shock impedance was not determined however these high measurements are expected from this specific patient. No further troubleshooting or intervention performed for patient's sli. No further investigation at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that a red alert was detected for this right ventricular (rv) lead as it exhibited high out of range (oor) shocking lead impedance (sli). Isometrics and defibrillation threshold (dft) test were performed and were able to get impedance within normal range. The patient reported of tender pocket. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.